Event description:
The following was reported by the site/ user facility regional sales director: "the site is experiencing large swings in readings to the negative side after the catheter has been zero'd and placed. This is occurring possibly 24-48 hours into use. The customer has been able to swap monitors to get a positive reading". Additional information: monitor data logs showed multiple codes/ errors. The facility left cables and catheter connected to patient, switched monitor, and issue resolved.